Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Log files are not available to review.

Event description:
It was reported that during a cranial case the navigation mask was unable to be registered. The mask was eventually able to be registered. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.

Event description:
It was reported that during a cranial case the navigation mask was unable to be registered. The mask was eventually able to be registered. The procedure was completed successfully. No significant delays or known impact to the patient were associated with the event.